Event description:
At the end of the surgery I went to take the foley catheter out of the patient. I had saved the syringe that I used to inflate the balloon at the time of foley insertion, it came inside the foley kit. It was a 10 ml pre-filled syringe with sterile water. At the end of the procedure I used the same syringe to deflate the balloon. I was only able to retrieve 5-7 ml of water out of the balloon. I kept trying and to get the rest of sterile water out of the balloon, but kept getting air instead. When the catheter came out, catheter balloon still had the rest of the sterile water in it. Bard 16fr foley cath. Ref: a 899916 latex, lot: pk7669251, 04/2023.